Event description:
It was reported that the lead was an attempted implant due to defective screw. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).